Manufacturer narrative:
Concomitant medical product: 310c29 valve, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pocket erosion. The implantable pulse generator (ipg) was explanted and replaced. The right atrial (ra) lead was partially removed. No further patient complications have been reported as a result of this event.